Event description:
It was reported that the pt underwent a surgical procedure for epidural tumor at c2, using posterior spinal fixation instrumentation. The center nut of the crosslink was broken while being tightened during the procedure. The crosslink was replaced. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.